Event description:
The facility reported a pt expired while on an autosyringe pump. The pump was reported to be infusing prostin to an intensive care unit pt. The prostin syringe was changed and reportedly, the nurse closed the clamp, changed the syringe, and forgot to reopen the clamp ("she got distracted"). The pt's status started to deteriorate at 9:20 in the evening. The pt was noted to have decreased level of consciousness and was not perfusing well. A nurse practitioner was at the bedside. The pt was reported to be "gasping for air but was not on a ventilator." A medical doctor (md) was called to the bedside. Due to the condition of the pt, the md ordered fluid resuscitation with nahco3 (sodium bicarbonate) and ns (normal saline). In addition, the rate of prostin infusion was increased to 0.05mcg/kg/min to keep the patent ductus open. "Prostin bolus to clear IV tubing following fluid bolus per md order." The pump started to give "occlusion alarm." The slide clamp was found closed on the tubing when the pump alarmed for occlusion and therefore the pt was not getting the medication. According to the risk mgr, the pt continued to deteriorate at 11-11:15pm. The pt coded and resuscitation efforts started. Stopped a few minutes later and pt pronounced at about 2:30am. The autopsy results and the cause of the pt's death have been requested from the risk mgmt dept by baxter. The risk mgr was not sure whether or not an autopsy had been performed and did not have info regarding the cause of the pt's death.